Event description:
An aq2003v model lens was implanted but the surgeon had to replace the lens because patient had weak zonules and the lens would not fit. The lens was remove with no patient injury. There was no product malfunction. The lot number and model of the injector and cartridge are unknown.